Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (+300 mg/dl). Customer stated air gaps were present throughout tubing. Troubleshooting was performed and air bubbles were successfully expelled. Pump appears to be functioning as expected. Reportedly, blood glucose levels have stabilized.